Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a partially fractured main tube at the distal end. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact. Components adjacent to this broken main tube show damage which may indicate potential mishandling. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to be broken at the tip. The customer reported event had no report of patient injury.